Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient got an infection after implant on (B)(6) 2019. The patient was given oral antibiotics. The patient hoped to have the ins replaced in february. No further complications were reported. **see pe (B)(4)- eri**.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp on 2020-jan-30 reported that there was no infection present after the (B)(6) 2019 procedure. Conflicting information was received from the patient on 2020-feb-13 reporting that the patient was confirmed to have a bacterial infection. They were treated with steroids and antibiotics and the issues resolved.